Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the delivery accuracy. The insulin pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. Keypad connector was fully locked. The device had a cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 800 mg/dl. It was reported that customer was not getting insulin due to keypad anomaly and customer passed out. Customer was hospitalized with diabetic ketoacidosis. The customer was treated with saline. Caller was not sure if customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.